Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. As a result, there was pacing inhibition on the right atrial (ra) lead, and the patient experienced an asystole. Technical services (ts) noted that this is a known issue with the non-(B)(6) lead and advised the health care professional (hcp) to speak with the physician and the non-(B)(6) ts. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).